Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a critical pump error image was displayed on the screen. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had vibrating and now insulin pump was off. Troubleshooting was performed for critical pump error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating noted. Unable to verify critical pump error due to blank display. Device received with corroded motor home switch.